Manufacturer narrative:
The insulin pump had no button response due to an unlocked keypad connector. The excessive no delivery alarm could not be verified due to the keypad anomaly. The insulin pump had minor scratches on the display window, cracked case near the display window corners, broken belt clip slot and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a button error and no delivery alarm on their insulin pump. It was reported that the customer's blood glucose was 239mg/dl. It was reported that the customer received no delivery alarm, and they were not able to clear due to buttons being unresponsive. It was reported that the customer was advised to discontinue use of the device, and that it would need to be replaced and returned.